Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out-of-range shock impedance, ranging from 80 ohms to 125 ohms in the right ventricular (rv) channel. Boston scientific technical services reviewed the available latitude data and confirmed the out-of-range measurements and suggested that the healthcare professional increase the shock impedance limit in the device programming and have the patient continue their routine follow-up. Additionally, there was a recorded episode of a non-sustained ventricular tachycardia (nsvt) due to atrial fibrillation (af) with rapid ventricular response, the egm channels were clean, free of artefact and normal sensing was confirmed. No adverse patient effects were reported. This ICD and right ventricular (rv) lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out-of-range shock impedance, ranging from 80 ohms to 125 ohms in the right ventricular (rv) channel. Boston scientific technical services reviewed the available latitude data and confirmed the out-of-range measurements and suggested that the healthcare professional increase the shock impedance limit in the device programming and have the patient continue their routine follow-up. Additionally, there was a recorded episode of a non-sustained ventricular tachycardia (nsvt) due to atrial fibrillation (af) with rapid ventricular response, the egm channels were clean, free of artefact and normal sensing was confirmed. No adverse patient effects were reported. This ICD and right ventricular (rv) lead remains in-service.